Event description:
Reportable based on the product analysis completed on october 24, 2011. It was reported that during the preparation for an angioplasty procedure, a guide wire kink occurred. The target lesion was located in the iliac artery. When the circulating nurse passed the star/ben/035/180/str/ptfe/15/5 (sgl) starter guide wire to the scrub nurse a kink was noticed near the distal tip. There was no patient contact. The physician completed the procedure with another star/ben/035/180/str/ptfe/15/5 (sgl) starter guide wire. No patient complications were reported and the patients' status is stable. However, the product analysis performed on the returned device revealed foreign material.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated my manufacturer: the received specimen consists of 1 clinically exposed, damaged sfc-b 180-035 device; partially loaded within the dispenser assembly (less the luer hub attachment). As received, the specimen presents an offset coil condition with kink damage located 1.31 to 1.35cm from the distal tip with crushed coil wraps and fibrous unidentified debris within the offset damage site (including within the coil lumen) and scattered over the length of the device. The specimen also presents indications of clinical exposure manifested by the presence of dried blood-like matter on the distal tip weld and between the coil wraps. No other damage or inconsistencies are noted to the specimen at this time. All joints appear to be correct and intact by visual examination and by nondestructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).